Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a gastric tube. The customer reported the pt was fitted with a gastric tube on (B)(6) 2010, after a blood test the results show the pt has acute anemia with a suspicion of a gastric ulcer. An endoscopy reveals a fibrous ulcer at the entry of the gastric tube. The retention bolster of the gastric tube was impacted in the tissue. The surgeon loosened the gastric tube to allow the tissue to heal. The customer reports, if the pt's acute anemia persists, the gastric tube will be removed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.